Event description:
It was further reported that at the time of the event, the patient also presented with headaches. Per core lab analysis of the angiography done at the time of the event, there was 93.66% diameter stenosis in the mid rca with timi-3 flow with the notation "diffuse in stent restenosis within the study stent." It was previously reported by the site that timi flow was "0".

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as 2134265-2010-03870, 2134265-2010-03867, 2134265-2010-03868. It was reported that post a stenting treatment procedure, the patient experienced nausea, vomiting, dizziness, angina and in-stent restenosis. The 90% stenosed and 34mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was predilated with an unknown balloon catheter. Following predilation, a type d dissection was noted. One 3.5x38mm taxus liberte stent was implanted. A 3.5x8mm taxus liberte stent was then implanted due to under-estimation. During dilation of the stent, the stent moved slightly more proximal as the balloon was being inflated resulting in a geographical miss of the intended implantation site. As a result, a 3rd stent, a 3.5x8mm taxus liberte, was also implanted in the target vessel. Final angiography revealed 0% residual stenosis and the patient was discharged 1 day later on aspirin and plavix. 274 days post index procedure, the patient presented with in stent restenosis of the rca. Cardiac catheterization revealed calcification of the left main coronary artery, minimal stenosis of the left anterior descending artery with 20% proximally, no significant stenosis in the left posterior circumflex artery, severe 95% stenosis of the proximal rca just proximal to a previously placed coronary stent and 50% stenosis continuing back to the rca ostium. It was reported that the patient was hypertensive throughout the study. Angiomax was administered and a choice pt extra support wire was advanced into the posterior descending vessel. Ivus was performed with some difficulty advancing. An unknown 3.5x15mm cutting balloon was unable to cross the lesion in the rca, so a 2.0x15mm maverick balloon was used to predilate the lesion. The lesion was then treated with the 3.5x15mm cutting balloon. Following this, a 3.5x24mm taxus express2 stent was implanted at high pressure in the proximal to ostial rca. The proximal 5mm of the stent including the ostium was post dilated with a 4.0x15mm maverick balloon resulting in a widely patent vessel with 0% residual stenosis and normal antegrade flow velocity. At 1739 days following the initial index procedure, and 1465 days following the second procedure for the taxus express2, the patient presented to her primary care physician with complaints of nausea, vomiting and dizziness. There was a "questionable history of falling down". The patient was subsequently admitted for treatment of diabetes, dizziness and urosepsis. Her insulin had been changed and her sugars ranged form very low to very high. She was placed on lantus 28 for her diabetes and coreg, norvasc and prinivil for her hypertension. She was also given antibiotics. At 3 days following admit, she had positive stress test. ECG showed normal sinus rhythm with no acute changes. At 2 days later, she underwent cardiac catheterization which revealed severe in-stent restenosis of the mid rca. There was a long segment of the rca from the proximal to the mid which showed 95% stenosis. 50-60% in stent restenosis was noted in the proximal rca, and 40% stenosis in the mid rca. The distal rca had no significant flow limiting lesions. The patient was transferred to another hospital and additional angiography confirmed 95% stenosis with timi-0 flow in the mid rca. The lesion was subsequently treated with balloon angioplasty and a non-bsc drug eluting stent resulting in 0% residual stenosis and timi-3 flow. The event was considered resolved without residual effects and the patient was discharged 2 days later. It is the opinion of the physician that the event of restenosis is possibly related to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).